Manufacturer narrative:
A2: age at time of event: 18 years or older. The promus select ous mr 38 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that the stent were damaged. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 38mm promus elite mr drug eluting stent was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. There was a significant bend involved in the lesion. Following pre-dilatation, the stent advanced; however, the stent did not pass through the lesion. There was resistance was encountered during advancing. It was noted the stent got damaged. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that the stent were damaged. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 38mm promus premier select drug eluting stent was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. There was a significant bend involved in the lesion. Following pre-dilatation, the stent advanced; however, the stent did not pass through the lesion. There was resistance was encountered during advancing. It was noted the stent got damaged. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.